Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migration of essure device location of device: penetrated ovaries') in an adult female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal irritation, burning sensation, vaginal itching, rectal bleeding, dysuria, low back ache, bacterial infection, abdominal discomfort, frequency urinary, anemia and c-section. Concurrent conditions included dysfunctional uterine bleeding and menstrual disorder. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"), rash papular ("rashes or skin conditions type: bumpy rash on torso"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / extreme cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with antibiotics and surgery (hysterectomy (partial) salpingectomy (bilateral removal of fallopian tubes). Essure was removed in (B)(6) 2015. At the time of the report, the ovarian perforation, mood swings, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dermatitis allergic, urinary tract infection, rash papular, diarrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mood swings, nausea, ovarian perforation, pelvic pain, rash papular, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:dysmenorrhea, abdominal pain, vaginal bleeding, uti, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migration of essure device location of device: penetrated ovaries') in an adult female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal irritation, burning sensation, vaginal itching, rectal bleeding, dysuria, low back ache, bacterial infection, abdominal discomfort, frequency urinary, anemia and c-section. Concurrent conditions included dysfunctional uterine bleeding and menstrual disorder. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("allergic or hypersensitivity reaction type: rashes"), rash papular ("rashes or skin conditions type: bumpy rash on torso"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / extreme cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with antibiotics and surgery (hysterectomy (partial) salpingectomy (bilateral removal of fallopian tubes). Essure was removed in (B)(6) 2015. At the time of the report, the ovarian perforation, mood swings, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, rash, urinary tract infection, rash papular, diarrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, diarrhoea, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mood swings, nausea, ovarian perforation, pelvic pain, rash, rash papular, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:dysmenorrhea, abdominal pain, vaginal bleeding, uti, back pain. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs & mr received reporter information. Lot number was added. Case become incident. Event injury nos was replaced by new events. Events added migration of essure device location of device: penetrated ovaries, vaginal hemorrhage, menorrhagia, rashes, mood swings ,urinary tract infection, apareunia (inability to have sexual intercourse), anxiety, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, pelvic pain female, diarrhea , abdominal pain, back pain, bumpy rash. Outcome added for events vaginal hemorrhage, menorrhagia, rashes, abdominal pain, urinary tract infection, back pain, diarrhea. Severity added abdominal pain, lower back pain. Concomitant drug and medical history were added. Lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.